Manufacturer narrative:
A ge service rep performed an on site investigation. When turning on the equipment, there were power spikes in the load condensers. The screws which hold the load condensers have become loose, thus causing power spikes. The load condenser was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up and continued to fluoro. The 9800 system had to be shutdown. No pt injury was reported.